Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 325 cc saline prosthesis, catalog # 3542650, lot # 108566. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis and experienced deflation post procedure. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned device on 5/13/2018. Device evaluation summary: it was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. White material was observed on the shell surface. During examination, the product evaluation team observed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. An area of siltex cracking was observed on the posterior aspect. A rent measuring approximately 3.5 cm was discovered on the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed, and it did not provide information to determine the root cause or the origin of brown and white material found in the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/23/2018. Bilateral prosthesis replacement with mentor smooth round moderate profile 350cc saline prostheses was performed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).